Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the field event difficult to interrogate was confirmed. Device failed to communicate with a merlin programmer via rf, but could communicate vie uep and passes bandwidth tests. The cause of the interrogation anomaly was suspected to be an anomalous rf module.

Event description:
It was reported that a device was difficult to interrogate. The device was explanted.